Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem "false occlusions" was not reproduced. Evaluation performed upstream occlusion testing and downstream occlusion testing and both passed. A review of the event history log revealed "downstream occlusion! And upstream occlusions" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the upstream sensor and the downstream sensor which was found out of specification. The upstream sensor and the downstream sensor required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had false occlusions in the central supply department. There was no patient involvement. No additional information is available.